Manufacturer narrative:
Replaced the sensor interface board to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, unit alarmed for "ventilate manually, no data ventilator" failure message. There was no reported patient involvement.